Manufacturer narrative:
A beckman coulter field service engineer (fse) was not sent to the customer site. The customer replaced the cartridge chemistry sample probe to resolve the issue. Beckman coulter internal identifier is case-(B)(4). No patient demographic information was provided.

Event description:
The customer confirmed multiple erroneous patient result generated for multiple chemistry on cc (cartridge chemistry side) on the unicel dxc 600 pro synchron system. The erroneous patient results were reported out and later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.